Event description:
It was reported that the patient heard high and low tones from the device. The pace/sense portion of the right ventricular lead was capped for an unknown reason and the high voltage portion of the lead remains in use. Follow up was conducted and no further information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.